Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The hypotube and shaft were examined. There was blood in the inflation lumen. The hypotube shaft was completely separated 68cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mm x 3.5mm target lesion was located in the moderately calcified right coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another 3.5mm x 15mm quantum maverick balloon catheter. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a hypotube break.